Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. Physio-control advised the customer that there is no service repair available or repair parts for their device and it is no longer under warranty. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient with internal paddles and the device did not shock the patient on the first attempt. They were able to deliver 4 additional shocks to the patient and then obtained a backup device. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient with internal paddles and the device did not shock the patient on the first attempt. They were able to deliver 4 additional shocks to the patient and then obtained a backup device. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient with internal paddles and the device did not shock the patient on the first attempt. They were able to deliver 4 additional shocks to the patient and then obtained a backup device. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.